Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis hpca pump failed second delivery accuracy test. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd solid hpca pump was returned for analysis. During analysis, three accuracy tests were run, the pump was found to be within manufacturing specifications. No problem found. No repair needed: device will undergo a full standard preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.